Event description:
The customer reported that while initiating therapy on a pt, the unit sounded a constant alarm upon power-up, and the display was blank. The pt was switched to another unit and therapy was continued. No pt injury was reported.